Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the event date was update to (B)(6) 2016. Please note: this conflicts with the previously reported information that the event date was (B)(6) 2016, and the device was returned to the manufacturer on (B)(4) 2018. No further complications were reported.

Manufacturer narrative:
Interrogation of the pump determined it was used to infuse morphine 14.0 mg/ml at 6.208 mg/day and clonidine 280.0 mcg/ml at 124.16 mcg/day. During destructive analysis of the pump, corrosion and wear were found, indicative of a stall due to shaft-bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.